Manufacturer narrative:
The device history record for the returned lot number,m5110t611 , was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). Upon completion of the investigation; a follow-up report will be filed. A field action was initiated on 07/29/2015 (product advisory notice was sent to all potentially impacted customers). Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Halyard received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the fourth of four reports. Refer to 8030647-2015-00147 for the first patient. Refer to 8030647-2015-00148 for the second patient. Refer to 8030647-2015-00149 for the third patient. Refer to 8030647-2015-00150 for the fourth patient. It was reported that "the respiratory therapist suctioned a patient then locked it and the machine kept saying circuit leak, the suction catheter seemed to not shutoff the suctioning". The respiratory therapist suctioned the patient and then locked the suction catheter, but the vent was alarming saying circuit leak and creating suction. This happened more than once. Additional information was received on 7/30/2015: that during the morning rounds the therapist exchanged patient catheters from the same box and same lot. There were four patients vent alarms revealed circuit leaks, and the catheters were exchanged . There was no adverse effects to the patients involved.